Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the controller was showing a software problem screen when she was trying to charge the implant. The patient mentioned that the controller had been acting up for the last 30 days and the manufacturer representative usually reset it for her. Troubleshooting reviewed, to remove and reinsert the battery pack and the issue was resolved. The patient mentioned that they had a time before that was similar, and the representative had done something to fix it. The patient stated that she noticed the buzzing a lot more going down her left arm, but she was having a lot of pain and the therapy was doing its job. The patient explained that the buzzing down the left side kept her awake, but she had been having trouble with the left side, as the weather changes she hurts more. The patient stated the implant battery was dropping faster and she charges once a day. Her settings were at 5.1 or 5.2v. It was reviewed that the battery level depends on usage and settings. The indication for use was non-malignant pain.